Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: dtba1d1 crt-d implanted 2015 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing "heart failure symptoms." An left ventricular (lv) lead "malfunction" and possible fracture were suspected. During the explant procedure it was determined that the lead was not in service and had been capped at an unrelated procedure approximately six months prior and insulation damage was noted. Attempts for additional information were made but were unsuccessful. The lead sustained additional damage at explant, the lead broke and a very small portion of the lead remains in the patient. A new lv lead was placed. No further patient complications have been reported as a result of this event.